Manufacturer narrative:
Prosthetic valve endocarditis (pve) is an endovascular, microbial infection occurring on parts of the valve prosthesis or on reconstructed native heart valves. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. The reported endocarditis in this case was likely due to patient related factors. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information through follow-up with the health care provider that the reason for the explant was due to prosthetic valve endocarditis with multiple vegetations, and moderately severe stenosis. Per obtained medical records, the patient presented with one month of dyspnea, peripheral visual loss, forgetfulness, difficulty driving, 20-30 pound weight loss, and recurrent fevers. The patient reported no recent infections, though did have a tooth pulled about 9 months ago. MRI showed acute subacute stroke and tee showed aortic valve endocarditis with root abscess. Blood cultures grew nutritionally variant streptococcus and he was treated with gentamicin and ampicillin. The patient then underwent re-do aortic valve replacement. The explanted device was replaced with a 23 mm valve and the patient tolerated the procedure well. The patient was brought to intensive care unit in stable condition.

Manufacturer narrative:
Although there have been attempts to receive further information regarding the event, no additional details were provided and the explanted device was not returned to edwards for analysis. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event with the available details. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this 23 mm bioprosthetic aortic heart valve was explanted after three (3) years, eleven (11) months due to unknown reasons. A 23 mm pericardial bioprosthesis was used in replacement and no additional details were provided.